Event description:
International affiliate reports that inspection of a returned loan kit found the tip of the driver had broken off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the instrument and completion of the investigation.

Manufacturer narrative:
Visual inspection revealed that the driver had been fractured at the distal tip. No other defects or abnormalities were identified. Hardness testing found the instrument met hardness specification requirements. Results of scanning electron microscopy (sem) analysis acknowledged a plastic deformation at the driver hex lobes indicating a torsional overload failure of which the torsional shear marking at the center of the part follow a circular pattern which extends to the center of the shaft, suggesting that the driver underwent a quasi-static shear failure. A review of the device history record found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, an increasing trend of customer complaints reported for tip breakage was identified in (B)(6) 2013 noted that (B)(6) had a significantly higher complaint rate versus the united states and outside the united states, suggesting that the (B)(6) complaint rate was driven by a technique related issue. It was determined that the complaint rate for (B)(6) was unacceptable and that further investigation of the (B)(6) market was necessary and would be conducted by the marketing team. An investigation plan was identified and a corrective action / preventive action (CAPA) was opened to document these activities.